Manufacturer narrative:
The device was returned and according to the physical evaluation, all labels were still intact and no physical damaged was found. As a result of checking the log, it confirmed that there was a record of occurred no disposable alarm (nda) continuously after the pump operation started on (B)(6) 2022. And more, it confirmed that there was a record of occurred error 1270 on (B)(6) 2022. A functional test was performed to duplicate/replicate the customer reported problems and it could not confirm it. Based on the evaluation of this issue it is was determined that it could have been caused by a possible defective downstream sensor or a possible defective cassette. It is unknown what exactly caused the problem; however, the downstream sensor and the upstream sensor were replaced and recalibrated preventively. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a (no disposable, pump won't run) alarm frequently went off during the use of the device. No patient injury was reported.